Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to a user error or to defective equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Other complaint files associated with this event: (B)(4); (B)(4); (B)(4).

Event description:
The customer reported to olympus, during prostate operation, the doctor saw an electric arc between two high frequency-cable attachment pins from the resectoscope. The dr. Was not affected so she didn't feel anything. They changed all equipment. The patient was not harmed but it took quite long time to change all equipment. Procedure was finished successfully with the new set of devices. The procedure was extended for 20 minutes with the patient under anesthesia. This is not life-threatening, the delay was less than 30 minutes, the patient did not develop a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and no additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.